Event description:
The customer's mother stated that the customer was hospitalized with a blood glucose reading over 600 mg/dl. The customer's mother stated that the buttons on the insulin pump were unresponsive. Troubleshooting was performed, but the buttons remained unresponsive. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.